Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, index procedure and coronary angiography were performed. Target lesion # 1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 90% stenosis and was 20mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00x12mm promus element plus drug-eluting stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with the symptoms of chest pain and subsequently diagnosed as worsening coronary artery disease and was hospitalized on the same day. Coronary angiography was performed and revealed a 99% stenosis in the proximal third of the vessel segment, at the proximal margin of the stented segment, proximal to the stent and 99% proximal stenosis. The 99% stenosis located in proximal lad was treated with balloon angioplasty and placement of a 3.0x16 promus premier drug-eluting stent with no residual stenosis. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.